Event description:
It was reported that an ongoing minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. Reportedly, the customer was not completing the air removal step. Additionally, the customer was preloading the cartridges with insulin and storing in the fridge prior to installation. Tandem technical support educated customer on the off-label use. A new cartridge was loaded to resolve the issue. There was no adverse impact on the customer's blood glucose level.